Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, during unpacking, the nurse noticed that the jaws/cups of the forcep did not close properly and found that the needle of the forcep was bent. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the needle bent. No abnormalities were noted with the device riveting and welding which were within specifications. Functionally the device jaws would open however, the bent needle would not allow proper jaw closure. The condition of the returned incident device was consistent with the complaint; needle bent. It was concluded that the device may have been used beyond its design limitations. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.(B)(4)

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 large capacity single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2010.according to the complainant, during unpacking, the nurse noticed that the jaws/cups of the forcep did not close properly and found that the needle of the forcep was bent. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable.